Manufacturer narrative:
(B)(4). Product (catalog#) is not intended for sale in the u.s. Similar product/component sold in the u.s. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained , and further consultation requested." Corrective action is not required at this time as the probable cause could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: central venous catheter insertion procedure was performed. During catheter insertion the spring-wire guide rolled up inside vein and unable to advance catheter. A new set was used.